Event description:
(B)(4) MDR - significant increases and decreases (jumps) with the rv pacing impedance have been noted since (B)(6) 2015. Additionally, during pacemaker follow up, the rv threshold was found to be 5.5v @ 1.5ms. Rv sensing is 3.6mv. There has been no noise detected on the rv lead nor has there been any inappropriate detections in the vt/vf zones. There were no adverse patient side effects reported. Also, there is no explant date or indication this lead has been explanted or capped. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided was carefully analysed. The analysis of the cardio report confirmed a severely varying pacing impedance of between 800 ohms and 2800 ohms. Furthermore an increased pacing threshold of 5.5 v@ 1.5 ms and sensing amplitude of 3.6 mv, as reported in the complaint description, was seen. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.